Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. Vascular access was obtained via a trans radial access. The de novo lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). The 15mm x 3.50mm apex monorail balloon catheter was advanced and inflated to 8atms. During the second inflation a balloon ruptured occurred at 12 atms. The balloon catheter was removed and the procedure was completed with a different device. A non-bsc stent was implanted and post dilation was performed with a non-bsc device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).